Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detected on the bus. The field service engineer (fse) found that most cubies in drawer 3.2 of the main cabinet were not detected on the bus, and three cubies had read/write errors. The fse reseated all row-board cable connections and rebooted the system. After rebooting, all cubies were back on the bus and recovered. The three cubies showing memory issues were able to recover after being ejected. The fse tested the cubies through the storage space configuration screens and confirmed that they could be inserted and were functioning. Cubies could not be reloaded because the site required scan-to-load functionality. No additional tests could be run due to the network being down for the idn, and passwords were not working. All stations were in disconnected mode and critical override. The site acknowledged that the issue was on their end. The customer recovered the failed cubies and inventoried the random medications in the drawer. The system functioned after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 3.2 was not detected on the bus and displayed the error message device not detected on bus. The customer attempted to recover the drawer and rebooted the station, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.